Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had hysterectomy in (B)(6)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride;naltrexone hydrochloride (contrave) and phentermine. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight loss poor ("can't lose any weight to save my life"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight loss poor outcome was unknown. The reporter considered medical device removal and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: inability to lose weight & medical device removal incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.